Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des stent was implanted in the lad and two resolute onyx des were implanted in the rca. Approximately 6 months post index procedure the patient suffered from stent thrombosis of rca. The rca was treated with des stent (unknown brand) and thrombectomy on the same day . The investigator assessed that the event is probably related to index device and antiplatelets medication patient recovered.

Manufacturer narrative:
Correction: "foreign" selected in error on initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a smoker with a medical history of hyperlipidemia, diabetes, cardiac admissions within 30 days prior to index procedure and copd. The index procedure was prompted by unstable angina. During the index procedure one resolute onyx des stent was implanted in the lad and two resolute onyx des were implanted in the rca ((B)(6) 2017). Approximately 6 months post index procedure the patient suffered from stent thrombosis of rca ((B)(6) 2018). The rca was treated with des stent (unknown brand) and thrombectomy on the same day . The investigator assessed that the event is probably related to index device and antiplatelets medication the patient recovered ((B)(6) 2018).

Manufacturer narrative:
Safety assessed the event as probably related to the index device and antiplatelet therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the 1st cass site to indicate the location for the following event types: stent thrombosis, revascularization or mi to be the proximal rca. Cec assessed the event as a late stent thrombosis arc definite. The cec adjudication confirmed the following: 'there was no thrombotic occlusion after percutaneous treatment of the target lesion. The stent thrombosis was not related to a non study stent. The stent thrombosis is not related to a non-target lesion'. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of hypertension, copd, cad and tia. Angiogram showed stent thrombosis of proximal rca - core lab report confirms thrombus. Diameter stenosis of prox rca was 100%. The rca was treated with three des, along with coronary thrombectomy of the rca. Cec adjudicated non-q and q wave mi (tv) as a non-event. The revascularisation was adjudicated as clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sponsor assessed the event as probably related to the antiplatelet medication and the device. If information is provided in the future, a supplemental report will be issued.